Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed a ¿restart ilet 38¿ alert associated with a motor stall, after which the user¿s spouse removed all supplies, completed a successful dry run, and proceeded with a new batch of supplies; the highest blood glucose observed was 185 mg/dl, remained out of range for a couple of hours, and could not be corrected, and no ilet high/low bg alert occurred. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included no health consequences or impact and no need for medical intervention or outside assistance beyond the spouse¿s help out of kindness. Investigation included communication with the user¿s spouse and analysis of information provided. Investigation of this case revealed a mechanical problem with the device consistent with a motor stall. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.